Event description:
Svc defib lead impedance carealert for impedance of 103 ohms was triggered on (B)(6) 2025. Noted upper threshold for svc defib impedance was programmed to 100 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).